Manufacturer narrative:
(B)(4). The analysis results found that the device was received in good visual condition and with a reload loaded on the device. The reload was received fully loaded with staples. The device was tested for functionality with the returned reload and it fired, cut and formed the staples as intended. The cartridge was taken off of the device and placed back on and it click into place. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic appendectomy procedure, while firing across the appendix, the device cut, without stapling. The reload fell out of the device and into the patient. The reload was retrieved. Some bleeding occurred but no blood transfusion was needed. The patient was vomiting and having pain. It is unknown at this time what is causing the patient to experience these issues. It is unknown at this time why the patient remains in the hospital. Another device was pulled to staple on both sides of the appendix.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. On what tissue type was the device used? Appendix. At what location on the tissue? On which firing(s) did this event occur (1st, 2nd, 8th, etc.) 1st firing. What color cartridge was being used? Blue. What other color cartridges were used before and after this event? Na. Was buttressing material utilized? No if so, which product?. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? Not reported. If so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? Asku. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No.